Manufacturer narrative:
The date of the event is unknown. Lot number is unknown. Device manufacture date is unknown. Examination was not possible, as the device was not returned. The investigation was limited to the information provided, as the lot numbers to review the device history records were not provided. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an acl using fast-fix 360 curved ndl delivery system, t1 entered and when trying to deploy t2 it would not deploy. The suture and anchor were manually removed from the patient.